Event description:
It was reported that during threshold testing in clinic, right ventricular (rv lead exhibited no capture at max outputs. Dislodgement was confirmed with x-ray. No patient consequences was reported. The lead will be monitored.